Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) called and advised when lift chair off ground and spin rear wheel the wheel becomes close to arm at some points while spinning out of the box.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: standard wheelchairs, assembly/component issue, rear wheel cracked/broken. 9000 xt received right wheel bent / out round rubs right arm. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent right rear wheel. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: standard wheelchairs, assembly/component issue, rear wheel cracked/broken. 9000 xt received right wheel bent / out round rubs right arm. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bent right rear wheel. (B)(6) called advised when lift chair off ground and spin rear wheel the wheel becomes close to arm at some points while spinning out of the box.